Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 to treat stress urinary incontinence due to urethral hyper mobility, stage ii anterior vaginal wall prolapse/cystocele, stage ii posterior vaginal wall prolapse and a sling was implanted. Concomitantly the patient underwent a - total abdominal hysterectomy with bilateral salpingo-oophorectomy, uterosacral ligament colpopexy, bilateral peri-vaginal repair, tension-free vaginal tape procedure, cystoscopy, rectocele repair.

Manufacturer narrative:
Date sent to FDA: 05/12/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.